Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 51-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024, discontinued on (B)(6) 2024, and resumed on (B)(6) 2024. On (B)(6) 2024, novocure was informed that the patient had fallen the previous day, sustaining a skin laceration on the back of the head after striking a table, specifically at the site of a transducer array. The patient was subsequently taken to the emergency room (ER) where sutures were applied. The attending physician advised that the patient could continue therapy, provided the affected area was avoided. According to the emergency room (ER) discharge summary from the prescribing physician, the patient presented to the ER on (B)(6) 2024, following the fall and resulting skin laceration. Treatment included suturing of the laceration and imaging studies, including an MRI of the head and a CT scan of the cervical spine and head, with results pending. A follow-up appointment for wound assessment and suture removal was scheduled for approximately one week later. On (B)(6) 2024, the healthcare provider (hcp) confirmed the reported adverse events, noting that the patient did not lose consciousness or experience seizure activity before or during the fall. The hcp indicated that the patient's current condition reflected disease progression and assessed the event as unrelated to optune gio therapy.